Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, there was the possibility that the reported event was attributed to connection failure of the power cord by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that at the end of the procedure, the power of the subject device was turned off. The intended procedure was completed with the subject device. Reportedly the power strip had a contact issue and was replaced. There was no report of patient injury associated with the event.